Manufacturer narrative:
(B)(4). The unit was sent to the repair facility for preventative measures where the unit was tested for functionality and was found acceptable. No error was found but both bubble sensors were replaced for security. Unit full system tests performed, adjustments done without any issues, unit met all requirements therefore the issue reported was not duplicated. The device history record for coolflow pump serial number (B)(4) shows that no reprocessing or test fails were noted during the manufacturing cycle. The device met all specified requirements prior to distribution.

Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation on the coolflow irrigation pump is completed. (B)(4).

Event description:
It was reported that during an a-flutter right side procedure, air bubbles passed through the pump tubing set without any alarm/error message displayed on the device. The procedure was completed without any patient consequence.